Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to implant for a new pacemaker, during programming of the device in it's packaging an error message was received and it was confirmed the device had timed out telemetry. Only wand telemetry was available. The device was not implanted since it takes a long time to reinstall the program. No additional information was available.